Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms . Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that the pump was not stored without battery for more than 8 hours. Customer stated that the alarm occurred immediately after battery change. It was reported that the fill cannula was record in the daily history. The insulin pump passed the self test. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged pump error 23, 49, 53, and 68 alarms found on 5/21/2022. The pump passed the sleep current measurement, active current measurement, and displacement test however, pump error 75 alarm triggered during the self test. The pump also experienced an unexpected unsafe shutdown after the battery was removed to perform the current measurements. Successfully downloaded the trace and history files using thus. A review of the downloaded history files shows on 5/21/2022 at 14:08 there were one (1) two (2) pump error 49 alarms, one (1) pump error 68 alarm and one (1) pump error 23 alarm that occurred. Further review shows there was also one (1) pump error 75 alarm at 09:46 and three (3) pump error 25 alarms at 13:00, 13:45, and 18:00 that occurred. Pump errors 23, 49, and 68 alarms indicate that the pump experienced unexpected unsafe shutdown. The pump was cut open to perform visual inspection. Moisture damage/corrosion was found on the electronic assembly (pcba 1 and pcba 2), inside of the j6 connector of pcba 1, and vibrate harness assembly. Pump error 25, 75, 23, 49, 68, and 53 alarms are due to moisture damage on the electronic assembly (pcba 1 and pcba 2). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery tube threads, stained keypad overlay, and pillowing keypad overlay. Pump error 25, 75, 23, 49, 68, 53 alarms and unsafe shutdown anomaly are confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.